Manufacturer narrative:
Dimensional examination of the involved pale and a 4-point bending test performed for another piccolo composite diaphyseal broad plate indicated the plate was manufactured according to its specifications. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. The plate, which was implanted to treat nonunion in a revision of an im nail, broke at the area of the nonunion. It is noted that nonunion with subsequent failure of the implant is documented in the literature. This report is submitted following an FDA inspection at the manufacturer facility.

Event description:
A piccolo composite diaphyseal broad plate was implanted with bone graft in a femoral diaphysis, to treat nonunion following intramedullary (im) interlocking nailing (in (B)(6)). About two months post-operation, the plate broke, and removed (nonunion); a piccolo composite femoral nail was implanted with bone graft.